Event description:
It was reported that initial interrogation of the device indicated invalid arrhythmia episode data, and counters show no episodes or therapies. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.